Event description:
Event description cpi received information that during the implant procedure, the physician complained of difficulty tightening down the distal setscrew on this implantable pulse generator (ipg). Even though the appropriate torque wrench was used, the lead did not sit well in the connector. Twenty-four hours after implant, the device exhibited intermittent loss of output. The device was explanted and returned to cpi for analysis.